Manufacturer narrative:
The full patient identifier for this event is case-(B)(6). The customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. The access accutni+3 was not returned for evaluation. A beckman coulter laboratory support specialist (lss) was dispatched to the customer site. While onsite, the lss performed interference testing using heterophile blockers (hbr-1, mouse igg, goat igg and bovine igg) and alkaline phosphatase blocker pool (scav-alp + ap mutein) on the sample collected on (B)(6) 2020. Testing results demonstrated patient-sourced interferents of heterophiles and alkaline phosphatase were present in the patient sample. In conclusion, the cause of this event is the presence of known patient-sourced interferents in the patient's samples.

Event description:
On (B)(6) 2020, the customer reported obtaining multiple reproducible elevated troponin I (access accutni+3) results for one patient involving the laboratory's unicel dxi 800 immunoassay system (part number 973100 and serial number (sn) (B)(4). Samples were collected and tested on the customer's unicel dxi 800 sn (B)(4) over several days: (B)(6) 2020 (troponin I result of 0.01 ng/ml); (B)(6) 2020 (troponin I result of 0.12 ng/ml); (B)(6) 2020 (0.11 ng/ml); and (B)(6) 2020 (0.12 ng/ml). The customer did not provide a reference range; the beckman coulter accutni+3 reference range is 0.00 - 0.04 ng/ml. There was a report of change to patient treatment or management which occurred in connection with this event. The patient underwent an angiogram (date not provided) due to the elevated troponin I results. Results of angiogram testing were normal. No further information was provided regarding change to or impact to patient care was reported in connection with this event. System performance indicators such as system check and calibration were passing within specifications at the time of the event. Quality control testing results were not provided for review. No issues with sample collection were reported by the customer. No information regarding sample collection tubes, centrifugation, storage or other information was provided.